Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the device could not be interrogated. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual analysis revealed no anomalies. Upon interrogation of the device, the programmer was able to communicate with the device and maintained communication with the programmer without any anomaly. Further analyses, indicated normal device characteristics and inspection of the feed through pins show no contaminants or foreign material that could have contributed to the reported complaint. Based on the information received, the cause of the reported incident could not be conclusively determined.